Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the tissue pad was loose, part fell into situs, could be removed. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.